Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a meeting with the patient, it was revealed she had stopped using her scs system because she was experiencing positional stimulation. Reportedly, the patient stated she would have increased stimulation when laying down. Consequently, the patient stated she would like to have the scs system removed.